Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received power error detected alarm and was damaged. The customer¿s blood glucose level was unknown. The customer states she was experiencing issues with her pump got a power error detected and crack visible on the pump. Troubleshooting was performed for damage and noticed crack on the reservoir compartment. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump received with cracked battery tube threads and cracked case behind the device near the battery compartment. (B)(4).